Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient on the lateral face marionette lines and vermilion with juvéderm® vollure® xc. The patient was extremely happy with the results after injection. About 3 months later, the patient developed inflamed nodules and ¿face - redness [erythema]¿ in all areas injected. On the same day, the patient began biaxin® 500 mg treatment, which continued for 14 days with no improvement. Almost 2 weeks later, the patient was treated with prednisone taper, slowly improving. The symptoms resolved a little over a month later.